Event description:
It was reported that a patient who received a tm revision shell on (B)(6) 2012 was revised on (B)(6) 2013 due to a dislocation. No further information was reported as of this notification date.

Manufacturer narrative:
Investigation is in progress.

Manufacturer narrative:
Although multiple requests were made, a review of the device's manufacturing record could not be conducted as the device lot information was not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient who received a tm revision shell on (B)(6), 2012 was revised on (B)(6), 2013 due to a dislocation. No further information was reported as of this notification date.